Manufacturer narrative:
(B)(4). Multiple attempts to obtain the device, logs and / or additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the device, logs and / or additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the results of the evaluation becomes available.

Event description:
As reported by the user facility: customer reported "slightly higher infusion."